Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to inflation issue the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be filed for the addition information.